Event description:
It was reported, the ureteroscope had a cracked tip. The issue occurred during preparation for use of a therapeutic ureteroscopy procedure. There were no reports of patient harm nor procedural delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer additionally reported that the scope was dropped.

Manufacturer narrative:
Updated: b5, d8, h3, h4, h6, h11. Corrected: g2 - uncheck foreign on initial medwatch report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported scope damage/damaged tip was confirmed. The root cause of the issue was attributed to impact stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.